Event description:
Cryo catheter had warning when attached to cryo machine. High refrigerant flow. Application was aborted.replaced umbilical cable first, error still occurred. Replaced catheter, error was corrected.